Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reported they provided a letter of recommendation from their dentist. In the letter the dentist stated, the patient informed them that the aligners causes their jaw to pop and click more than usual and they have more pain than normal. Patient has bilateral popping of left and right mandibular joints. Yawning and eating causes pain. Patient advised to stop wearing the aligners and consult an orthodontist for in office treatment.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.